Event description:
At 1:40 pm, respiratory therapist observed that the tracheostomy tube was broken, but in place with the cuff full. The pt do not present any problem with his condition. The tube was separated in the wins connection. At 1:50 pm, the anesthesist intubated the pt, 2:00 pm and call the surgeon to change the tracheostomy tube. The surgeon came and replaced the tracheostomy tube.